Event description:
It was reported that this right ventricular (rv) lead exhibited gradual increase in shock impedance measurements, measuring at 126 ohms. No further information was available. This rv lead remains in service. No adverse patient effects were reported.